Event description:
It was reported that the patient's right atrial (ra) lead exhibited undersensing. The ra lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of failure to sense was not confirmed. A complete lead was returned in one piece. Electrical testing did not find any anomalies. Further analysis noted the insulation was breached/damaged consistent with procedural damage. No other anomalies were found.